Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced the 2-pole cable in the x-arm and the tube lifter in pca for position #3. Fse adjusted x-arm belt and verified the hold and pull force. The instrument was tested without further problem and was returned to expected operation.